Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe scale was skewed. The following information was provided by the initial reporter: the customer reported that the scale was skewed.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe scale was skewed. The following information was provided by the initial reporter: the customer reported that the scale was skewed.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed. Bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed.